Event description:
Pt was resting comfortably, with head of bed up. Something gave way underneath the table, and the head of bed dropped suddenly. Pt complained of being jolted hard, and she "felt it in her neck". Pt complained of low back pain, rated 9/10.